Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported problem and replaced the mtml and remote arm controller (rac) board to solve error 25588. The system was tested and verified as ready for use. Isi has not received the mtml and rac board for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during da vinci-assisted surgical procedure, the system displayed error 25588 and the master tool manipulator left (mtml) stopped working. The customer power cycled the system several times; however, the issue persisted. The surgeon made the decision to convert the procedure to traditional laparoscopic techniques with no injury reported. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The master tool manipulator (mtm) was returned for failure analysis, and the reported failure (error 25588) was unable to be reproduced but could be confirmed as having occurred via field error logs. During evaluation, error 23003 was observed along axis 4. Visual inspection was performed. The mtm was installed onto a test system and powered up. Sine cycle and a test drive were performed without any issues. All testing passed and no trouble was found. The remote arm controller (rac) was returned for failure analysis, and the reported failure could not be reproduced. The rac was installed on the pca test system and passed the voltage check, idle testing and power cycles without error.